Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse performed a decontamination of the system including saline bottle, cuvette detergent, cuvette conditioner, and water bottle. The fresh consumables were refilled, and a shutdown wash was performed. Precision tests and calibrations were within acceptable ranges. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed calcium concentrated (ca_c) patient result was obtained on an advia chemistry xpt instrument. The initial result was not reported to the physician(s). The same sample was repeated on an alternate advia chemistry xpt instrument. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed calcium concentrated (ca_c) patient result.